Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report the left eye view on the surgeon console went black. The vision side cart (vsc) monitor displays both left and right eye images normally. The procedure was being continued with one eye. Tse advised performing a system reboot at an appropriate timing and explained that repair may be required if the issue persists after the reboot. The procedure was completed with no reported injury.